Event description:
Doctor attempted to stent lcx artery. Stent was unable to reach desired area. While attempting to remove stent delivery system from the artery, stent came off stent delivery system and lodged in left main artery and proximal lcx. Stent was deployed with ptca balloon. Additional stent deployed in same area for coverage.